Event description:
Haemonetics received a service request (B)(4) 2011 stating the customer heard a disk noise followed by a disk leak. Issue was noted during post-op. No donor or operator injury was reported.

Manufacturer narrative:
Haemonetics received a service request (B)(4) 2011 stating the customer heard a disk noise followed by a disk leak. Issue was noted during post-op. No donor or operator injury was reported. Functional evaluation was performed and the problem was verified. There was a blood spill present. Parts were replaced due to fluid ingress. Haemonetics has opened an internal corrective action to address spill bag issues. Haemonetics (B)(4).